Manufacturer narrative:
Per tandem user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 50 mg/dl. Customer consumed juice to address the low bg. Reportedly, the pump time was set to pm instead of am; cause was unknown. In addition, it was reported that a minimum fill notification occurred after filling a cartridge with 125 units of insulin. Reportedly, the customer add more insulin to resolve the issue and resume insulin delivery. The customer's blood glucose level was 137 mg/dl.